Manufacturer narrative:
The device log was analyzed for the reported date of event march 18th 2026. No indications of a device malfunction were found. This was also confirmed during on-site inspection after the event as the device was tested and confirmed to be operating per manufacturer¿s specification. The case in question was the third procedure of the day. It was started at 15:28 and ended at 16:15. It was found that during the case the device alarmed for "fresh gas low or leakage" indicating that leakages were present. Before the procedure in question the device successfully passed the leakage test. After the procedure, a leak and system test was successfully completed. Based on these facts, a device failure being root cause for the leakage can be excluded. It was comprehensible based on the records that external leakages e.g. In the breathing circuit were present during the procedure. The device responded to the situation as specified by posting corresponding alarms to inform the user.

Event description:
It was reported that the patient expired during surgery. There is no alleged device malfunction or issues with the machine's performance reported.